Event description:
It was reported that the lead showed noise and oversensing. It was also reported that during the extraction of the lead, it was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the inner tubing was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.